Event description:
The caller reported an issue with the cartridge not fitting properly on the pump, as it was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove a case from the pump, clean the pneumatic tap area, and inspect for any issues. It was found that an o-ring was on the pneumatic tap, which was removed according to instructions. The caller successfully filled a new cartridge following guidance and resumed insulin delivery after completing the load process.